Event description:
Healthcare professional reported an unknown side rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.4.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a right side rupture diagnosed via MRI. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture diagnosed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening curved on radius and underweight. A visual and microscopic analysis was performed which identified: sharp opening on radius assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as a surgical impact opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.